Event description:
The initial reporter stated that the pump did not deliver. They stated that the pump appeared to be running and did not alarm until the dose done alarm occurred, and that there was still "a full bottle of milk". Mmdg did follow up with the initial reporter who stated that they had no further information about the complaint. No adverse effects to the patient were reported. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.